Manufacturer narrative:
Product complaint #: (B)(4). This report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the surgeon was extending an existing construct that had been placed in levels l4-s1 back in 2014. Upon removing the crosslink, attempted to place the rode to rod connector to the existing construct. As drove the set screw into place, a slight clicking sound was noticed and that the final tightener lost resistance. Upon inspection, it was noticed that the implant had cracked. He removed the implant and successfully replaced it with another without any issue. There were no fragments left in the patient and the loss of time in the surgery was less than 5 minutes. The remainder of the revision surgery and tlif spacer placement went forward without incident or any harm to the patient. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown), unknown setscrew (part# unknown, lot# unknown, quantity unknown), unknown trans connector (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unknown screwdrivers. This is report 2 of 2 (B)(4).